Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The root cause of the reported issue could not be determined. A potential root cause for this failure mode could be due to overfilling of the reservoir. However this could not be confirmed. The hoses fittings power cord seals were checked. The pumps fans and level sensor were checked to ensure they are working properly. The unit was drained and refilled with cleaning solution and the filters on the device were cleaned. The device underwent and passed all the applicable tests after the repairs. The device did not meet the specifications and was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Refill the reservoir. ¿ from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. ¿ the fill reservoir screen will appear. Follow the directions on the screen. ¿ add one vial of arctic sun® temperature management system cleaning solution to the first bottle of distilled or sterile water. ¿ the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile or distilled water until the filling process stops. ¿ when the fill reservoir process is complete, the screen will close." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was a temperature problem with the arctic sun device and the device heated instead of cooling. It was noted that while the technician was at onsite the customer stated they were having issues with temperature control in the device. The issue was found to be use related and the unit was working appropriately.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a temperature problem in arctic sun device and the device heated instead of cooling. While technician was at onsite the customer stated they were having issues with temperature control with the device. This was found to be use related and the unit was working appropriately.